Event description:
It was reported that during surgery the internal capture broke during screw insertion, this happened inside the patient. All pieces retrieved with minimal delay and no adverse impact on the patient. All pieces were recovered. Nothing left inside patient. The procedure was finished using a s&n back up device. Nail case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the information provided, all of the broken pieces of the screw were recovered; nothing was left inside of the patient. Per communications, the procedure completed with an s&n backup device. However, it was reported the hospital staff discarded the broken instrument. Since the procedure completed with minimal delay and no adverse impact on the patient was reported; no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.